Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and use error was documented during investigation. Device remains implanted. This relates to the right side.

Event description:
Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe as it is a medical event that is not related to the device. Cyst- ndr : not applicable as the event is not related to the device. Seroma -late : unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "small amount of bilateral periprosthetic liquid of laminar distribution".

Event description:
Healthcare professional reported right side ¿small amount of periprosthetic liquid of laminar distribution is identified¿. Healthcare professional additionally reported right side "few subcentimeter cysts, oval, circumscribed, of similar signal intensity to the liquid in all sequences¿, which are not device-related.